Event description:
During a routine phacoemulsification procedure the pt reportedly received a corneal burn at the incision site. A single suture was required to close the wound. The pt was expected to recover fully.